Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Customer declined to provide further information regarding the event and reported blood glucose levels are now "controlled".